Event description:
It was reported by the patient that they had been hospitalized. Additionally, the patient also reported that they have had increased tremor. No further information has been obtained despite good faith efforts.